Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspicion of rupture".

Event description:
Healthcare professional reported "the textured process on the curvilinear bended part" of a left side implant "peeled" and "suspicion of rupture." Device was explanted.

Event description:
Healthcare professional reported "the textured process on the curvilinear bended part" of a left side implant "peeled" and "suspicion of rupture." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, fold creases, wear abrasion and yellow/black particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no openings were observed and it is observed "peeled" l an irregular texture (wear abrasion).